Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient was diagnosed with epstein barr virus in 2012 and the autoimmune issues were found by blood work in 2019. The date of event has been updated to (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc (l) and 425cc (r) and suffered several unexplained systemic symptoms, including infections, respiratory/sinus issues, throat and ear infections, deterioration of bone and joints, unspeicifed autoimmune deficiencies/disease, epstein bar virus, hhv6- igg antibodies, ebv nucelar antogens, mycoplasma pneumonia, fsh serum, ebv chronic active, c-reactive protein, and pain in left breast. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient is scheduled for device explantation on (B)(6) 2020. This report is for the right breast prosthesis.